Event description:
It was reported that while in use on a patient, the 840 ventilator "stopped cycling" and the unit generated a low-voltage reference out of range and background check (breath delivery unit (bdu) diagnostic codes. The patient was removed from the ventilator and placed on an alternate ventilator without injury. A review of the ventilator logs confirmed the "stopped cycling"/loss of ventilation.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. A review of the ventilator logs confirmed the "stopped cycling"/loss of ventilation. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d1 and d3 section d unique identifier (UDI)# updated section d9 was updated due to parts returned section h6 evaluation result code (annex c) updated due to analysis of returned parts: add additional code h3 device evaluation summary was updated due to analysis of returned parts. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 840 v entilator "stopped cycling" and the unit generated a low-voltage reference out of range and background check (breath delivery unit (bdu)) diagnostic codes. The device was available for evaluation. A review of the ventilator logs confirmed the "stopped cycling"/loss of ventilation. The service personnel (sp) inspected the ventilator and based on the codes, replaced the analog interface(ai) printed circuit board (pcb). The unit passed all calibrations and tests as per the manufacturer's specifications at the time of service. One ai pcb was returned to medtronic for analysis. A visual inspection was carried out on the returned ai pcb and no anomalies were observed. The ai pcb was attached to the test ventilator and powered up. While performing calibration, the unit failed flow sensor calibration with ¿cannot achieve minimum air flow¿ message and failed atmospheric pressure transducer calibration. There was also a burning smell emanating from the test ventilator. Visual inspection was carried out again on the ai pcb and it was observed that there was thermal damage to capacitor c184, the ai pcb was faulty. If a failure of ai pcb occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported event was isolated to a faulty ai pcb. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 was updated due to device evaluation section e4 corrected section h6 evaluation codes were updated due to device evaluation method code (annex b) remove b17 and add b01 result code (annex c) remove c20 and add c13 conclusion code (annex d) remove d15 and add d02 component code (annex g) remove g07003 and add g02005 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 840 v entilator "stopped cycling" and the unit generated a low-voltage reference out of range and background check (breath delivery unit (bdu)) diagnostic codes. The device was available for evaluation. A review of the ventilator logs confirmed the "stopped cycling"/loss of ventilation. The service personnel (sp) inspected the ventilator and based upon the codes replaced the analog interface(ai) printed circuit board assembly(pcba). The unit passed all calibrations and tests as per manufacturer specifications at the time of service. The cause of the event was isolated to a potential fault in the ai pcba. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.